Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. It is unknown when in the process this event occurred. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a baxter service technician. Review of the alarm log found evidence of the f_38 alarm. It was determined that the cause of the alarm was a defective right force sensing resistor. To address this issue the right force sensing resistor was replaced and the device was returned to the customer. If additional relevant information becomes available a supplemental report will be sent.